Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 20% within one day. The customer's blood glucose was 96 (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond.